Manufacturer narrative:
Follow-up #1: date of submission 09/15/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 08/24/2015 with the following findings: during investigation, the pump powered on with auditory and vibration alerts but the display remained blank. Further testing was not able to be performed due to the blank display. The pump was opened and evaluation revealed that the eeprom component had failed. There was no intermittent condition or damage found to the printed circuit board. The complaint of a call service alarm issue was not able to be fully investigated due to the unrelated failure.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that the pump emitted a cs 069 call service alarm while attempting to reboot the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.